Manufacturer narrative:
Additional product: heartware ventricular assist system ¿ battery model #:  1650 / catalog #:  1650 / expiration date: 31-aug-2022 / serial or lot#:  bat939775 UDI #: (B)(4). Mfg date: 24-aug-2021. Patient ime code(s): e2403. Imf code(s): f26. Img code(s): g02002. FDA device code(s): a0705. FDA method code(s): b21. FDA results code(s): c21. FDA conclusion code(s): d16 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited loss of power and the battery does not provide power to the controller. The battery was removed from service, the controller remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: one (1) battery (B)(6) was returned for evaluation. One (1) controller (B)(6) was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned battery revealed that the device passed visual inspection and functional testing; the battery was able to provide power to a test controller with no anomalies observed. As a result, the reported inability of the battery to provide power could not be confirmed. Raw controller log files were not available for analysis. Review of the available autologs report revealed that one (1) controller power-up event, with an associated pump start event, was logged on (B)(6) 2023 at 06:21:39. Prior to the loss of power, (B)(6) was connected to power port (1) and (B)(6) was connected to power port two (2). After the loss of power, (B)(6) was connected to power port (1) and (B)(6) was connected to power port two (2). The controller was without power for twelve (12) seconds. As a result, the reported loss of power event was confirmed. A possible root cause of the contro ller loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. Additional products: (B)(6) d9: yes, return date: (B)(6) 2023 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b15, b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d15 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.